Manufacturer narrative:
(B)(4). Additional information: batch # m55r4a; batch: m5551c. Manufacturing date: 09/15/2015. Product exp. Date: 8/15/2020. Results: a batch record review was performed and no anomalies were found during the manufacturing process. The analysis results showed that seven gst60b cartridge reloads were received. Cartridges (a, b, c, d, e, f) gst60b, m55r4a were received fully fired and in good visual conditions. Note that cartridge (b) was received with several staples on b-shape inside the knife path. Cartridge (g) gst60b, m5551c was received fully fired and in good visual conditions. Note that 3 b-shaped staples were found on cartridge deck. No further functional test could be performed to the cartridges due to fully fired condition of the reloads. The reported event could not be confirmed as no functional test could be performed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: the product code was: plee60a. Yes, it happens with all cartridges. There was no buttressing used . There was no consequence or change in the post-operative care of the patient as a result of the event.

Event description:
It was reported that during a gastric bypass procedure, upon the first firing on the stomach with a blue load, the staples where deployed malformed midway through the reload. When observing the reload, the staples drivers were not at the top of each compartment of the reload. Some staples did not close. The case was completed with the surgeon having to overstitch the staple line. There were no patient consequences reported.